Manufacturer narrative:
Product event summary: the lead remains in use. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with a high number of short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implantable pulse generator (B)(6) 2006. (B)(4).